Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter.